Event description:
It was reported that the patient experienced a change in therapy effect. The patient's symptoms included dizziness, increased baseline spasticity, visual issues, and bradycardia. This occurred during the normal refill cycle. The patient was admitted to the emergency room and it was unknown if there were any alarms or other medical issues. Pump reports were not obtained and it was unknown if the programming and intrathecal drug prescription were correct. The physician treating the patient was not the patient's managing physician and he was not familiar with pump management and was unsure if the events were related to the device. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.